Event description:
Major pump unit(s) involved: drive unit failureadditional text: shield breakdown-short in drivelinespecific component(s) involved: driveline malfunctionadditional text: shield breakdown-inferior portion of drivelineother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of driveline; replacement of pump; other interventions, specifyother intervention : repair of drivelineimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction